Manufacturer narrative:
Evaluation of the returned pod pc could not confirm that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured, and the embolization coil was undamaged and intact with the pusher assembly. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. Evaluation revealed that the pusher assembly mid-joint was retracted into the introducer sheath. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the fracture near the mid-joint. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported detachment issue. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #01 and are being corrected on this follow-up #02 MFR report: evaluation of the returned pod pc could not confirm that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured, and the embolization coil was undamaged and intact with the pusher assembly. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. Evaluation revealed that the pusher assembly mid-joint was retracted into the introducer sheath. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the fracture near the mid-joint. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the right ovarian vein using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the pod pc through the microcatheter. The physician decided to remove the microcatheter and found that the pod pc was unintentionally detached. Therefore, the pod pc was removed from the microcatheter and was no longer used in the procedure. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.